Manufacturer narrative:
Device evaluated by MFR: the returned device matches with the upn and lot number provided by the customer. There was no damage observed on the distal tip or guidewire exit port assembly. No visual damages were encountered upon visual inspection. The tip of the device was observed damaged through microscopic inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that catheter stuck in lesion occurred. The 75% stenosed 20mm by 3mm target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery distal. An opticross vascular imaging catheter was advanced to view the target lesion. After pre-dilation by 2.0mm balloon for treatment of lcx distal, ivus catheter was delivered, and pullback was started, but the device got stuck in the lesion midway, and it could not be removed. An additional system guidewire was passed through the lesion and ivus catheter was successfully removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient is under follow up observation.

Event description:
It was reported that catheter stuck in lesion occurred. The 75% stenosed 20mm by 3mm target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery distal. An opticross vascular imaging catheter was advanced to view the target lesion. After pre-dilation by 2.0mm balloon for treatment of lcx distal, ivus catheter was delivered, and pullback was started, but the device got stuck in the lesion midway, and it could not be removed. An additional system guidewire was passed through the lesion and ivus catheter was successfully removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient is under follow up observation.